Manufacturer narrative:
On 04/19/2017 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. Tested reference frame in question and geometry error was 0.1 could not test non-sterile frame as the site did not properly mark it for identification. Issue resolved. System performed as intended.on 04/19/2017 a medtronic representative, following-up at the site, reported re-training the surgeon in general trouble-shooting and proper exam protocol. On 05/02/2017 software investigation has not been completed. Symptom caused by exam not to protocol with slices not contiguous. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial revision surgery, the surgeon alleged an inaccuracy of 1 centimeter occurred. The inaccuracy was alleged after switching to the sterile patient reference frame. The surgeon was using a good navigable exam (to stealth protocol) for registration, checked accuracy and deemed it to be accurate. The surgeon then switched the reference frame to the sterile frame and checked accuracy again in navigate using a flair exam that was not to stealth protocol (slices not contiguous) and deemed being 1 centimeter inaccurate. The site flash sterilized the non-sterile reference frame, switched it out and deemed it was more accurate, so they continued with that frame for the remainder of the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 - 30 minutes while flashing the frame. There was no impact on patient outcome.